Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area (not returned). A small chunk of lens material is missing from the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: iol complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens became blocked in the injector. There was a slight delay with the procedure of 15 minutes. The procedure was completed the same day with a backup product. The patient had pain during the procedure. Additional information was requested and received clarifying that upon implant the lens had a broken anterior haptic. The lens was removed. The patient experienced pain during the removal. A backup lens was used to complete the procedure and there is no reported patient impact.